Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No motor error alarms were noted. The motor was tested outside of the device and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was mentioned motor error and offered troubleshooting and they stated that they were able to complete insulin pump rewind. The device will be returned for analysis.